Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient¿s ¿battery pack¿ shocked them. The reporter first stated the battery shocked the patient on sunday but then said it might have been on saturday. The patient got shocked ¿like 6 times¿ while they were sitting at their computer. It was also reported that yesterday ((B)(6) 2017), the patient was standing up in their front porch smoking a cigarette and got shocked once. When asked if the patient had any falls or change in activity the reported stated the patient has not to ¿that part of the body¿. Additional information received from the manufacturer¿s representative on the same date reported the patient had 6 shocking sensation episodes, with the first one on (B)(6) 2017 when they were standing on the front porch and another shocking episode on (B)(6) 2017. It was reported the patient had a fall in (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they were able to meet with the patient. The patient simply stated that they felt a shock. As part of diagnostics performed, a chest x-ray was taken and the device was interrogated. No issues were found. The cause of the shocking was not determined